Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to urethral spongiosum atrophy underneath the cuff. The entire aus system was removed and replaced with a new one. The new cuff was downsized to 3.5 cm .the patient is in good condition post procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.